Event description:
It was reported that during a previous case, the physician had difficulties advancing and removing balance middleweight guide (bmw) wires through the guide wire introducer. Before using the bmw guide wire in this procedure, the bmw was advanced into the guide wire introducer and the physician felt a 'step' between the steel and nitinol portions of the guide wire that causes the advancing and removing issue with the introducer. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.